Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, setup was completed as seen on the display and no problem was found. However, when firing was performed, the knife advanced about several millimeters but it stopped. The handle displayed an excessive force indicator. After it was left with previous status for a while, firing was performed again but the knife did not advance. The excessive force indicator was not displayed at this time. It was stated that the articulation was at the maximum. The procedure was completed with another device.